Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited undersensing of ventricular fibrillation (vf) that resulted in a delayed time to therapy. The patient lost consciousness as a result. Shock therapy was delivered, however, took more than one shock to convert. The patient was noted to have high defibrillation thresholds (dft). The system was later explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.